Event description:
It was reported that the inflatable penile prosthesis would not inflate. After imaging, a collapsed and empty reservoir was observed. The patient was expected to undergo a revision procedure. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.